Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was approximately 300 mg/dl. After troubleshooting with tandem technical support, the customer cleared the alarm and resumed insulin delivery. A correction bolus was delivered to address the bg level.